Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the reservoir compartment was damaged and the device would not hold the reservoir anymore. The patient's blood glucose at the time of incident was 223 mg/dl. Troubleshooting was initiated for the reservoir crack. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip, missing reservoir tube o-ring, broken battery tube threads and minor scratched lcd window. The reservoir will not lock into place due to completely broken off reservoir tube lip.